Manufacturer narrative:
(B)(4). The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal aneurysm using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a non-penumbra microcatheter, and subsequently the ruby coil unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil. The procedure was completed using another non-penumbra microcatheter and additional ruby coils. There was no report of an adverse effect to the patient.